Event description:
It was reported that the patient had a break in aseptic technique, further described as the patient did not wear a mask and was spreading germs due to having a cold and coughing hard during peritoneal dialysis (pd) therapy, and acquired peritonitis. Three days after the onset of peritonitis, the patient was hospitalized for two days. While being in the hospital, the patient was treated with gentamicin (IV), vancomycin (IV) and fortaz (ip) (doses and frequencies are unknown). At the time of the report the patient has recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.